Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reported false negative reactions with a patient confirmed to have anti-e against the 0.8% resolve panel a lot# vra289 on the provue and by the manual gel method with a 15min incubation. Customer reports initially testing each sample against 0.8% screening cells lot# vss289 and reports the e+ donors cell#2 yielded acceptable 1+ reactions on the provue. The customer then went on and tested the patient sample against the 0.8% resolve panel a lot# vra289 on the provue and no reactivity was noted to any e+ donors. Customer tested the sample against the 0.8% resolve panel b lot# vrb238 and reports 1-2+ reactions to the listed e+ donors. Testing performed by the manual gel method with a 15 min incubation at 37c. Customer then repeated the listed panel a by manual gel method and reports the panel to be negative.